Event description:
Kong, w., liang, s., <(>&<)> lv, x. (2025). Pipeline embolization device for aneurysm recurrence after stent-assisted coiling. Neuroradiology: a journal dedicated to neuroimaging and interventional neuroradiology, 67(2), 415¿421. Https://doi.org/10.1007/s00234-024-03541-6. Literature was reviewed regarding a study that included 10 patients who underwent stent-assisted coiling but subsequently received pipeline (ped) treatment again due to aneurysm recurrence or rebleeding. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: solitaire ab, pipeline, navien, marksman. No deaths occurred in the study population. Among all medtronic devices patients adverse events / device product performance issues included: recurrent aneurysm, weakness and numbness in the limb, and visual deficit cause by aneurysm compression. All peds were successfully placed, with one case of minor perioperative complications. The patient with vertebral artery aneurysm experienced weakness and numbness in the right lower limb at 24 hours after deployment of ped. The symptoms disappeared and became independent of all activities of daily life at 6-month follow-up. Angiography was performed for 8.6 months and all 10 cases of recurrent aneurysms were completely occluded without any adverse clinical sequelae. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature article included in attachments. A2: this value is the average age of the patients reported in the article. A3: this value reflects the gender of the majority of the patients reported in the article. B3: please note that this date is based off of the date of online publication of the article. G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.